Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6), implanted: (B)(6) 2011, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 22-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances the day of surgery: contact 10 at 40,000 and contact 13 at 20,571 ohms. Troubleshooting performed: switched lead tails in new implantable neurostimulator (ins) and impedances mirrored what was seen during initial connection. Put leads back in normal ports, impedances remained the same. The issue is attributed to the lead. No stimulation issues or symptoms reported, but the issue is not resolved. The rep noted they would submit any new information that becomes available.